Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing, water device and sleeves. The patient alleges not using the device since it was hurting their health. The patient reports cleaning the sleeves of the device with white vinegar and water. The water compartment is cleaned with white vinegar and distilled water. The device is cleaned weekly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.